Manufacturer narrative:
Rickham resevoir was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the most probable root cause for the issue reported by the customer could be linked to the patient and hospital surroundings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
Study: case description: this case, bmrn case refers to a 6 year-old male subject. An investigator reported this case from the biomarin sponsored 190-504 study, cerliponase alfa observational study. The subject's past medical history was not reported. The subject's concurrent conditions included pyrexia, vomiting and neuronal ceroid lipofuscinosis. Allergies included drug hypersensitivity (sodium valproate). Concomitant medications included levetiracetam, clobazam, topiramate, cetirizine, paracetamol and ondansetron hydrochloride. The cetirizine and paracetamol were administered as premedication. On an unreported date, the subject underwent implantation of intracerebral ventrisculostomy (icv) set (codman). The lot number was not reported. On (B)(6) 2020 at 09:20, the subject initiated treatment with brineura (300 milligram, qow, intracerebroventricular). The lot number for brineura was not reported. The most recent dose of brineura was administered on (B)(6) 2023 at 13:20. On (B)(6) 2023, the subject was admitted to the hospital for episodes of vomiting and fever. On the same date, the subject was diagnosed with grade 3 intraventricular hemorrhaging (intraventricular haemorrhage). On (B)(6) 2023, the subject was stable and discharged from the hospital with instructions to remove the rickam reservoir; however, it was not confirmed if the reservoir was removed. No laboratory or diagnostic tests were reported. No treatment for the event was reported. No action was taken with brineura due to the event. The outcome of the event was reported as recovered/resolved on (B)(6) 2023 at 13:04. The investigator assessed the event of intraventricular haemorrhage as not related to treatment with brineura and related to the icv device. No other etiological factors were reported. Case comment: the patient experienced intraventricular hemorrhage, which is a complication of icv device use. The causality of event is assessed as not related to brineura.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.